Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 39 mg/dl. Customer reported the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s sensor glucose was 71 mg/dl at the time of the incident. Customer declined to review site selection, taping, insertion and calibration that may have contributed to inaccurate reading. Insulin pump had low battery alarm before replace battery alarm. New battery did not resolve issue. Customer was reported that clip rail was missing and reservoir lip ring was damaged. Reservoir was able to lock in place into insulin pump. The insulin pump will be and sensor will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, prime or seating test, force sensor test, basic occlusion test, occlusion test, sleep current measurement, active current measurement and self test. No unexpected alarms noted during testing. Device received with fully functional keypad. Peeled off keypad overlay and no damage noted on keypad traces. Keypad flex connector is plugged in properly. No button error alarm noted upon testing. No battery or power anomalies noted during testing. Test infusion set or p-cap locks in properly. Device received with belt clip rails.